Event description:
It was reported that during central processing, the permanent cautery spatula (pcs) cable was broken. There was no report of patient involvement.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.

Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to reprocessing, but no issue was identified. The reported issue was identified after reprocessing. When the instrument was used in the last procedure, the instrument was inspected prior to use with no issue. The instrument did not collide with any other instrument or tool during the procedure. There was no fragment falling into the patient¿s anatomy. Isi received the permanent cautery spatula (pcs) instrument to perform failure analysis. The permanent cautery spatula (pcs) instrument was analyzed and found to have a frayed pitch cable at the distal end. The frayed cable segment that contains the crimp was still installed in the clevis.

Event description:
Refer to h10/h11 for follow-up information.